Manufacturer narrative:
(B)(4). Updated product information. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male with communicating hydrocephalus in 2011. The initial pressure setting was 180mmh2o. On (B)(6) 2016, the patient had a severe headache. When checking the device, the surgeon found that the setting had changed from 180mmh2o to 50mmh2o unintendedly. Since the unintended setting change from 180mmh2o to 50mmh2o was confirmed again after the patient was hospitalized, the surgeon suspected the valve breakage when MRI test was performed, then replaced the device with the same new product set at 180mmh2o on (B)(6) 2016. The patient's condition is good after the revision. According to the surgeon, the patient is a karate player and the valve may have been damaged by an external impact.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged, as well as tears and needle holes in the silicone housing. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was not flushed or leak tested due to the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark and a crack in the valve casing were noted. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot cfkb77, conformed to the specifications when released to stock on the 21st september 2005. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.